Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from a trauma one month ago. The patient returns in (B)(6) 2017 to control.

Manufacturer narrative:
Additional information: according to the currently available information and the reported trauma, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure an analysis of the explanted device is necessary. Several additional factors in combination might have contributed to the users limited benefit. The recipient has a malformed cochlea and after initial activation 4 channels had to be locally disabled; 1 channel for being extra-cochlear and 3 channels due to no auditory perception. Moreover has the user a medical history of concurrent middle ear infections and a series of infections were also observed after implantation; however a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Re-implantation is considered. Should additional information become available at later point in time, further investigation will be carried out.

Event description:
The recipients hearing performance is reportedly affected. He previously responded to middle and bass sound with medium-high intensity; more inconsistency in the responses compared to the last control where noticed. A trauma was reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient suffered from a trauma one month ago. The patient returns in (B)(6) 2017 for review.